Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic for follow up visit. Upon interrogation of the device, it was noted that there was noise detected on the atrial egms. Further review of the egms confirmed that the noise was possibly due to atrial lead issue. Programming change was discussed. The patient had already left the clinic and will not return for a year. The patient was asymptomatic. The patient will continue to be followed remotely and was stable pre, during and post clinic visit.

Event description:
New information received on may 17, 2019 indicating that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead continued to exhibit noise and variable p-waves. Noise could not be reproduced with isometric testing. The lead was otherwise electrically stable. Programming changes were made. The patient was stable throughout and would be continued to be monitored.